Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. (B)(4).

Event description:
It was reported that a bd preset¿ arterial blood collection syringe had insufficient blood flow through the device during use. The following information was provided by the initial reporter: on (B)(6) 2020, the nurse used an arterial blood sampling device to collect arterial blood from the patient's right radial artery. After the needle entered the radial artery, there was backblood, but the arterial blood collection speed was slow, it was considered that the arterial blood sampling device resistance was relatively large, but it did not affect the patient's condition